Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another onetouch ultra2 meter. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred between 6:45 and 7am on (B)(6) 2016. At this time the patient obtained a blood glucose result of "140mg/dl" with the subject meter and "89mg/dl" on the other device within 30 minutes of one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and did not specify whether or not they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time before the alleged product issue occurred, they developed the symptoms of "shaky and dizzy"; symptoms which they associated with hypoglycemia. In response to these symptoms, at 7am the same morning, the patient self-treated by consuming additional food and/or drink. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. Although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issues began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged "inaccurately high" subject meter results did not affect treatment options prior to or after the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.